Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post sensed t-wave oversensing was observed on the ventricular channel. Patient did not receive therapy during oversensing. Programming changes were made during device check.